Event description:
A steris sq240 surgical light was returned for eval following a complaint that the light emitted smoke during a procedure. According to the hosp biomedical department, the surgical procedure was stopped due to the amount of smoke in the room. The pt was transferred to another surgery suite, where the surgical procedure was successfully completed. The hosp reported no inuries to the pt or staff. Steris's inspection of the device indicated that the hosp was using another MFR's wall control with the steris light.